Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose levels (150-200 mg/dl). The customer could smell insulin; however, did not observe any leakage. The customer performed a fill tubing test and observed insulin exiting the tubing, but at a slow pace with small drops. The customer changed out the infusion set and the bg was still high at 162 mg/dl. A correction bolus was delivered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support recommended the infusion set site to be changed. The customer acknowledged the advice and declined further assistance.